Event description:
Implantable cardioverter-defibrillator (ICD) discharged two inappropriate shocks stunning me for a short period of time. After sending ICD information via bluetooth to electrophysiologist, it was determined that the implantable defibrillator shocked a non-life threatening rhythm, specifically atrial fibrillation (a-fib). The doctor advised the ICD malfunctioned and will see me in a week to attempt reprogram/repair. He immediately began digoxin therapy to prevent afib and will follow up in one week. FDA safety report ID# (B)(4).